Event description:
According to the operative report, the pt was admitted to the hosp with dysfunction of his ionescu-shiley pericardial bovine valve implanted in the mitral position, severe mitral insufficiency and heart failure. The mitral valve was replaced with a mechanical heart valve. The pathology report of the valve upon explant revealed that the valve leaflets were calcified and one leaflet was partially torn.